Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue event on (B)(6) 2026, due to which the patient faced hyperglycemia event. The patient blood glucose level was 400 mg/dl at the time of the event. No further information available.